Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegation cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced an infection around the pressure regulating balloon of his artificial urinary sphincter (aus). The patient was treated with oral antibiotics but the infection did not respond to the therapy. Therefore, a surgical procedure was performed to remove the aus. The physician does not believe that the device caused or contributed to the infection. The patient fully recovered.